Manufacturer narrative:
(B)(4). Concomitant medical products: 157444 m2a-magnum mod hd sz 44 mm 608090, 11-104110 mlry-hd por fmrl 10 x 155 mm 402200, 139256 m2a-magnum 42-50 tpr insrt std 311380. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03380.

Event description:
It was reported by the patient's legal counsel that the patient underwent a right hip revision surgery due to pain, swelling, loss of range of motion, metallosis, and elevated metal ions approximately seven (7) years post-implantation. No additional information is available.

Manufacturer narrative:
Upon reassessment of the event based on the additional information received. It was determined that the cup was not revised and did not contributed to the event. Hence, the initial report submitted should be voided.